Event description:
It was reported that a large volume infusor underinfused. The unit was filled with adriamycin 60mg in 250ml normal saline (mixed by oscillator shake). The infusion was slow, delayed by 22 hours. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 22, 2014 and may 23, 2014. Evaluation summary: baxter received one sample for evaluation. Visual inspection on the unit showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed on the unit; the flow rate was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.